Event description:
The customer reported the air/water pipes of the evis lucera elite colonovideoscope was clogged. Water continued to come out for several seconds even after the water supply operation was stopped. The customer wanted the air/water supply buttons checked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the customer complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the amount of air supplied was insufficient and drain function was reduced due to clogging of the air/water nozzle, the tip body was deformed, water tightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wires, the curved pipe was deformed, the illumination lens was discolored, the objective lens had dirt that was difficult to remove, the image was cloudy to dirt on the objective lens, the curved rubber adhesive was missing, the tip cover was burnt, the scope connector was discolored, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date the air/water issues was observed is unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.